Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed sensor readings that were different from glucometer measurements. The RMA was authorized for the return of the sensor for further investigation. Based on investigation, the most likely cause of the observed sensor inaccuracies was identified as transient optical instability noted in the raw sensor data. This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the condition that presents itself in the body is not reproduced in the lab. The user was offered a sensor replacement as a resolution. B4. Date of this report: 17 june 2025. D9 device available for evaluation? Yes, on 28 april 2025. G3. Date received by the manufacturer? 17 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported inaccuracy in sensor readings which led to early sesnor removal.